Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the elastomeric cap coil of an intermate device was found broken during set up before compounding, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection showed no evidence of a broken coil cap. However, the fill port cap was missing. The cause of the missing fill port cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.